Event description:
Information was received from a patient representative regarding a patient with an implantable pump infusing three unknown drugs for non-malignant pain. It was reported that the patient representative (caller) mentioned when their doctor called them to set up a refill appointment with the patent, they've added 2-3 weeks to the expected refill date shown on the handset because 'we still end up with 1/4th of the syringe full of medicine, so it's crazy that we're wasting that much medicine,' in reference to having leftover medicine in the pump despite going in later than their expected refill date says. The caller stated they weren't sure how the expected refill date is calculated if they don't use all their boluses for the day. The manufacturer's patient services specialist (pss) reviewed and the caller mentioned they have seen the expected refill date change before. Caller stated patient has had this device 6-7 years and this 'super device is not being used' due to having leftover medication in the pump. Pss reviewed considerations and redirected to healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a820 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.